Event description:
It was reported that this pacemaker was exhibiting farfield oversensing. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was exhibiting farfield oversensing. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker was exhibiting atrial undersensing of atrial flutter. Atrial tachy response (atr) due to oversensing was also reported. Technical services (ts) was consulted and reviewed possible solutions for the exhibited behavior. No adverse patient effects were reported.